Event description:
Patient reported they had to sand down the edges of the aligners due to them being sharp and irritating/cutting their tongue and the inside of their mouth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.